Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open properly and rails need to be replaced. A field service engineer verified the customer issue and confirmed that auxiliary full-height enhanced drawer two was sticking and would not release. Fse consumed slide rail as a part of repair. Logged into the hardware test application (hta) application and ran the final test on auxiliary full-height enhanced drawer two, which completed successfully and passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer does not close properly and felt loose, with a rattling sound when handled. The customer indicated that the rails were likely damaged and needed replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.